Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has scar tissue. As a result, the physician was unable to place the trial lead in the cervical region during the trial procedure, therefore the procedure was abandoned and no product was implanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.